Manufacturer narrative:
Method and result updated due to sample evaluation. H 3: evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing plant for evaluation. The sample was functionally inspected without any issue found. No leaking was detected. Because the returned sample did not show the reported condition, the complaint could not be confirmed and no formal investigation action is being taken. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was requested but to date has not been received yet. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the feeding tube was leaking from the spike connection.